Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested at 6:00 am and received a result of 4.0 inr; a "little later" customer received a result of 7.8 inr; at 10:00 am the result was >8.0 inr. All 3 of these results were obtained on the coaguchek xs system. A lab draw was obtained within 4 hours of the >8.0 inr result and the result was 7.3 inr. Patient's coumadin dose was held and was given 5 mg of vitamin k based on the meter results. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.